Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the foley catheter balloon could not be deflated.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) encountered resistance but inflated successfully. With the syringe attach the balloon was deflate passively within 2 mins 57 seconds with no issues. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the lot number is unknown. As the reported event is unconfirmed a labeling review is not required. Correction- d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the foley catheter balloon could not be deflated.